Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigaiton a follow up report will be filed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation, it was noted that the device was visually inspected and biological debris was found throughout the device. During the programming test, it was found the cam mechanism did not move. Further testing indicated that the device failed the pressure test. When the device was inspected under appropriate magnification, the biological debris was discovered that appears to be the cause of the problem noted. A review of the history device records is not possible because the lot number is unknown. The root cause of the inability to adjust the program setting reported by the customer is due to biological debris on the cam mechanism, cam mechanism pillar, on the spring, and on the base of the valve. Based on the results of this investigation, no further action is required. At the present time, this complaint is considered closed.

Event description:
Rep called and explained that the surgeon inherited a patient with a certas valve. The surgeon had no problem adjust the setting over a 6 month period going up, but when the patient became symptomatic the surgeon was not able to adjust the valve downward. As a result the surgeon revised the device with a competitor product. The original implant date is unknown as the device was implanted at another facility. The patient was reported to be in good status. Customer is seeking a credit.